Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The primary analysis finding noted no anomalies were found, the device set screw had an incorrect part. Mechanical analysis of rv setscrew: difficult to insert setscrew wrench into setscrew, would not seat fully. When attempting to re-insert the setscrew into the setscrew socket to perform further analysis, setscrew od smaller than setscrew block bore ID, so setscrew fell through the setscrew block opening and rolled out of the port. Unable to locate/retrieve setscrew. Apparently wrong setscrew. Inserted a new setscrew of the proper size to allow for electrical testing.

Event description:
It was reported that during the implant procedure, the device had an issue with the setscrew and it was not possible to connect the lead to the device header. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.